Event description:
It was reported that during the cranioplasty, the surgeon noticed the peek implant could not be placed on the bone as planned. The implant had the right shape, but it was too thick to be able to touch the patient¿s bone and was resting on the brain. Surgeon had to install the implant with the offset. There is no known postoperative damage at this time.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
The reported event could be confirmed as intraoperative images were provided showing the compromised fit of the implant and a gap between the defect¿s void and the implant¿s contour. The highlighted bone cement residuals were reported to be fully removed. Still, the contour seemed to have the right shape, but the implant was too thick. Thus, the implant was installed with an offset. No delay or adverse consequences were reported. In conclusion, the implant was designed as requested by the customer. Possible contributing factors are assumed to be swelling of the brain, partial removal of the bone cement residuals, and the resulting (high) implant thickness due to the request of mirroring the contralateral side. Overall, the implant was designed according to all quality instructions, and manufactured to specification. Based on the investigation steps performed, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and /or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend. H3 other text : device not available.

Event description:
It was reported that during the cranioplasty, the surgeon noticed the peek implant could not be placed on the bone as planned. The implant had the right shape, but it was too thick to be able to touch the patient¿s bone and was resting on the brain. Surgeon had to install the implant with the offset. There is no known postoperative damage at this time.